Event description:
The customer had a fasting lab comparison performed and received a lab result of 243mg/dl and the device reading was 161mg/dl. No treatment was given. Controls were in range. A request was made for the return of the suspect device and replacement product was sent.